Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a critical error and did not respond to button errors. The customer was no longer using the insulin pump and was treating with manual injections. The blood glucose reading was 9.2 mmol/l. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to moisture damage on the electronics assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank display. Unable to verify critical pump error and pump error due to blank display anomaly. Unit was received with moisture damage on motor, vibrator motor and battery tube assembly. Unit was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, cracked case at battery tube side, fading serial number label and keypad overlay texture damage.